Event description:
During a cervical empty procedure, the device worked properly until half of the procedure and then stopped working. No further info was provided. No noted how case completed. No pt consequence.